Manufacturer narrative:
Insulin pump received with loose drive support cap. Insulin pump passed the displacement test. Compromised force system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify motor error alarm and perform occlusion test, prime, compromised force system alarm. Test and excessive no delivery test due to compromised force system alarm during basic occlusion test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was 205 mg/dl. The customer reported that they received a motor error alarm and cleared alarm. The customer reported that they had performed displacement test and was failed. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.